Event description:
Complainant alleged that during a routine shift check of the device by a clinician, the unit would not charge. The complainant indicated that there was no pt invlovement in the reported malfunction.